Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor (cgm) read "high," however, specific bg value was not provided. Reportedly, the customer had not entered the transmitter ID into the pump, thus the customer was not receiving cgm readings on their pump. A correction bolus via the pump was delivered to address bg. Tandem technical support assisted the customer in entering the correct transmitter ID into the pump.